Event description:
It was reported that the patient had a second double artificial urinary sphincter 3.5 cm cuff implanted for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.